Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was giving a double dose of medication. No patient injury was reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The device was in good physical condition when received. The review of the event history log showed that the dose lockout was set to one minute. The dose will only start after the lockout period. The cassette was not sent with the pump. A cassette was attached and the pump ran 1ml per dose with 1 minute locked out. The reported error could not be duplicated. The dose only started after the lockout period. The lens was replaced, along with the rear label, and pm was performed. The pump passed all calibrations and functional tests. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified that the device has not been in for service in the previous year and there was no indication of a service issue during the investigation.